Manufacturer narrative:
Unit had blank display and constant tone alarm due to moisture damage on electronics. Unable to verify a21 alarm due to blank display. Pump received with scratched display window, cracked display window corner, cracked reservoir tube lip, scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer's insulin pump was screeching after the battery was replaced. The customer's insulin pump was 30 mmol/l. It was also reported that the customer's insulin pump alarmed before the constant tone occurred. Troubleshooting enabled the customer to clear the alarm. It was also found the customer's insulin pump passed the self test. Customer was advised to monitor the insulin pump. No additional information provided.